Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2016 for fluid accumulation around the heart and lungs. The patient's peritoneal dialysis nurse reasonably associated the fluid accumulation with recent prescription changes in the patient's dialysis treatment. While admitted, some of the patient's fluid was drained and tested at the hospital, but no cause for the accumulation of the fluid in those areas was determined. The hospital did however advise that the cycler be replaced. The patient was discharged, is continuing peritoneal dialysis therapy, and has not experienced any further adverse events.

Manufacturer narrative:
Per medical records received, the patient was hospitalized on (B)(6) 2016. The cycler was returned for evaluation. External, visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. The complaint symptom was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal, visual inspection of the received cycler found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical records that would indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the fluid overload, pleural effusion, and community acquired pneumonia. Community acquired pneumonia is unlikely related to peritoneal dialysis and fresenius products. Fluid overload and pleural effusion are possibly related to peritoneal dialysis with fresenius products.

Event description:
Medical records that were received reported that on (B)(6) 2016 the patient presented to the hospital with a complaint of shortness of breath, and a productive cough with yellow sputum for the past three days. The patient was diagnosed with a moderate to large left-sided pleural effusion, and probable community acquired pneumonia. A thoracentesis was performed, and the patient was treated with rocephin and azithromycin. Following the thoracentesis, the patient reported resolution of cough, shortness of breath, and left side chest pain. The patient remained afebrile, with normal white blood count. The patient's oxygen saturation remained low at 86% on room air. Their coumadin was discontinued, and the patient was treated with fresh frozen plasma, for an increased inr. The patient was discharged on (B)(6) 2016, with oxygen, cefuroxime 500 mg p.o. Bid and azithromycin p.o daily for three days. The patient would need a follow-up to ensure resolution of the pneumonia; however, there was a resolution of the pleural effusion.